Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. The pod was removed and discarded, and patient was treated at hospital but method of treatment was not provided. The patient was released after 6 days.